Manufacturer narrative:
(B)(4). Sample was tossed and not available for evaluation. Upon carefusion's investigation, a follow up medwatch will be submitted.

Event description:
Customer states, "we had an instance where the metal clip of a 2c7103 luer tip respiratory transfer set fractured during patient use. The water transfer set was in use with a humidified pediatric nasal cannula. Unfortunately the packaging was discarded during set up and there is no known lot number."  Additional information received on (B)(6) 2014 from customer : the issue was observed by the respiratory therapist during routine patient care. The water from the water bag filled humidifier then nasal cannula tubing and prongs. No harm to patient except water in nares. Patient was given oxygen by another source and transfer set and h2o bag replaced. The product was not saved and there are no pictures.

Manufacturer narrative:
(B)(4). Investigation summary: no sample was received for evaluation, per complaint description product was not saved and no pictures are available. Therefore, the reported condition could not be confirmed. A review of the documentation of internal manufacturing device history records could not be reviewed due to no lot number being reported. A two year trend review was performed and it was observed that no similar incidents have been reported regarding a fracture of the metal clip. During the manufacturing process review, it was observed that the clamp (metal clip) is being assembled per applicable manufacturing procedure. The manufacturing process states that the metal clip (clamp) is placed into a fixture to close it and insert the tube, during this review it was observed that this operation does not exert any extraordinary force to the clamp that could weaken it. Based on the investigation, the most probable cause for the issue reported could not be determined without a sample. Please note carefusion will continue to monitor and trend this issue.